Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving a piece inside of me-vagina [foreign body in reproductive tract]. Tampon ripped off as I removed it, leaving a piece inside of me [complication of device removal]. Tampon ripped off as I removed it [device breakage]. Consumer reported via email that the tampon ripped off during removal. No serious injury was reported.